Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after a left heart cauterization interventional procedure using a 6f sheath. Reportedly, the first prostyle was flushed and prepped per instructions for use without issue. It was then handed to the physician but the plunger suddenly came off from the device. The device was still outside of the patient and no steps of deployment had been initiated. A second prostyle was then used, however, during knot advancement, the blue suture was outside the skin and unraveled. A third prostyle was then used but a cuff miss [suture retrieval issue] occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. 7 sterile/ unused devices were received with part number 12773-03 and lot number 4022241 a visual and functional analysis was performed. Visual: 7 of the 7 returned devices were inspected. There was no damage noted for all 7 sterile/ unused devices. Functional: verified for all 7 devices the plunger was not loose or able to be easily removed. When hung by the sheath the plunger on all 7 devices remained in place. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # updated from na to 12773-03 corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated h1 - type of reportable event: serious injury removed; malfunction added. H6: medical device problem code 1562 removed; 1430 added.